Event description:
It was reported that the husband of the pt contacted the audiologist at the clinic saying that his wife's impression of sound was peculiar. In 2006 the external parts were exchanged but the situation was not improved, rather, since then the pt has been unable to hear anything further. Testing confirmed that the device has malfunctioned.